Manufacturer narrative:
Expiration date unk as info was not provided by reporter. Unk as info was not provided by reporter. Unk as lot number info was not provided by reporter. (B)(4).

Event description:
Pet scan revealed all four legs of celect filter protruding through caval wall with one leg protruding through aorta. This was confirmed with cavagram, which also showed some contrast extravasation. Physician elected not to retrieve filter at this time because of clot. Dr (B)(6) does plan on retrieving at a future date. Pt received additional cavagrams and will have device removed at a later date.